Event description:
The patient reported that they have quite a bit of soreness/pain inside where the device is located as of about a week following the implant which took place on (B)(6) 2016. It was stated that they can't lay on the side of their implant without it being very uncomfortable, and that it was "difficult to lay on their side when they walk a lot." For example, the patient would go shop for a bit and the device would be uncomfortable. It was not so much the pain the patient was unhappy with but more the soreness in the area of the implant that occurs daily. There were no falls or trauma related to the issue, and the patient has seen their healthcare provider (hcp) three times about the issue but nothing has been done about it. The hcp just told them they may have an infection at those times, but the patient knows it is not an infection. Indication for implant is urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor.

Manufacturer narrative:
Corrected information: sex, date of birth.